Event description:
Same case as MFR report#: 2134265-2010-01448. It was reported by the patient, that post a coronary drug eluting stenting treatment procedure, late stent thrombosis and myocardial infarctions occurred. The lesion was located in the right coronary artery. Multiple taxus express2 drug eluting stents were implanted in the lesion. No patient injuries or complications were reported. An unknown time later late stent thrombosis and myocardial infarctions occurred. The patient reports that the issue is ongoing.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).